Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturer; therefore product testing could not be performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Initial reporter telephone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implant of the intraocular lens (iol) the trailing haptic stuck in cartridge following lens entering eye. The doctor tried to free but had to cut haptic off and explant the lens in the same procedure. Replaced with another lens, same model pcb00. The incision size was increased to 3mm for lens extraction. The doctor implanted the new pcb00 lens and closed wound with 2 stitches. The surgery was delayed ten (10) minutes. The lens was reported to have been prepared correctly. No further information was provided.